Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet during its early learning phase after announcing a usual meal while the system was delivering a correction, which led to insulin stacking and a low blood glucose of 50 mg/dl; the device alerted for the low, and a replacement charging pad was also arranged per a separate request. Symptoms included sweating and shakiness. Outcomes included self-treatment with oral carbohydrates such as glucose tablets, juice, or gummies, with recovery and no need for outside assistance or medical intervention. Investigation included review of the event details, device use context, and user education and troubleshooting. Investigation of this case revealed that the event aligned with insulin stacking due to concurrent correction and meal insulin delivery during learning, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with use-related factors during the learning period. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.